Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the epicardial ventricular tachycardia ablation procedure, when the tacticath se ablation catheter was plugged in, it was noted that the following message was displayed: "catheter intended for single use". The catheter was replaced and the procedure was completed successfully with no adverse patient consequences.